Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer' mother reported via phone call indicating that the customer experienced low blood glucose levels of 47 mg/dl. Mother states their daughter's sensor is not working right. The caller did not mention any symptoms of their blood glucose levels. The caller did not mention any form of treatment for their blood glucose levels. The customer was not present at the time of the call to troubleshoot the issue. The caller did not return the product back for analysis.